Manufacturer narrative:
Product not available for return. Not cleared for distribution in the us. Without the opportunity to examine the complaint product, root cause cannot be determined. -review of device history records found an unrelated deviation during the manufacturing process. The nonconformance was a cosmetic issue and the piece was scrapped. Review of complaint history found no additional issues reported for this item. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2010. Subsequently, patient experienced a superficial infection, right hip pain, sore right hip, sore back, left medial knee pain while kneeling, and right-sided lower back pain. No further information has been provided.